Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic on (B)(6) 2021 for a normal generator change procedure. Prior to the procedure, it was noted that the patient had experienced phrenic nerve stimulation due to high thresholds on their left ventricular lead. Programming changes were made during that same visit on (B)(6) 2021. No further intervention was reported. The patient was stable throughout.